Event description:
It was reported that the insulin pump alarmed motor error multiple times during rewind. Blood glucose value is 400 mg/dl; treated with insulin pen. Device was not dropped or exposed to magnetic field. It is unsure if the drive support cap is loose. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.